Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reported that they was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer reported that they receiving another insulin pump error after inserting a new battery. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.